Manufacturer narrative:
The manufacturer previously reported information that a device was returned to a philips service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the philips service center visually inspected the device and found evidence of foam degradation, water ingress in the moog blower, a faulty motor connection, and a faulty blower. During the evaluation, foam particles were observed. This report is a duplicate of MDR 2518422-2023-08191.

Event description:
A device was returned to a philips service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the philips service center visually inspected the device and found evidence of foam degradation, water ingress in the moog blower, a faulty motor connection, and a faulty blower. During the evaluation, foam particles were observed.